Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012257281 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft and handle. Visual inspection of the shaft area was performed. The inspection identified a shaft kink and twist at approximately 2.28 inches from the tip. In conclusion, the sheath failed the return product inspection due to a kink/twist was observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, flow was not as expected and a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The electrical umbilical cable and coaxial umbilical cable were reconnected to resolve the issue. It was noted that the flow issue remained. Additionally, frosting occurred on the sheath and electrophysiology (ep) catheter. The case was completed with cryo. After the case, it was noted that the sheath tip was kinked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx ; product type: cables and accessories; product ID 2035u ; product type: cables and accessories; product ID 209f5; product type: electrophysiology (ep) catheter; product ID 106a3 ; product type: console  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.